Manufacturer narrative:
Corrected data: in review, it was noted that the incorrect box "no" was inadvertently checked in the section "e2" and incorrect occupation "non-healthcare professional" was inadvertently selected in the section "e3" of the initial MDR report which the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section e2: health professional?: yes. Section e2: occupation: physician. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: apr 14, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a non-johnson & johnson folding carton. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. A product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 11/10/2021-3/17/2021. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye due to the patient experiencing hyperopic refractive surprise dysphotopsias, mixed. The dysphotopsias were reported as starbursts and glare. The issue was first observed during a post operative examination. The explanted iol was replaced with a non-j&j lens. The incision was enlarged. There was no vitrectomy or sutures used. Medication was prescribed such as pred, moxifloxacin and nevanac. However, the health care professional (hcp) explained that it's part of the standard of care. No further information was provided.